Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio issue. The customer's blood glucose level was 4.7 mmol/l at the time of incident. The customer stated the audio issue was confirmed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. There were no traces of previous moisture presence or corrosion on the electronic assembly inside the case. Unable to upload or download due to a problem associated with the electronic assembly. Unable to perform displacement, and self tests due to critical pump error (open book image) alarm.